Manufacturer narrative:
The device was returned for analysis. The reported failure to advance and difficult to remove could not be replicated in a testing environment as they were related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous lesion causing the reported failure to advance. Resistance was also reported during removal due to interaction with the difficult anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in a heavily tortuous vessel. A 2.25x15mm xience sierra drug eluting stent (des) met excessive resistance advancing in the anatomy and was unable to reach the lesion. The des was removed with resistance from the anatomy, and another xience sierra des was used to successfully complete the procedure. There were no other device issues, no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.